Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, fatigue, weight increased, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, gen. Abnormal bleeding. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporter information updated. Previously reported event injury is replaced with new events: dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, gen. Abnormal bleeding, fatigue, weight gain, migraine, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.